Manufacturer narrative:
(B)(4)

Event description:
It was reported that during follow-up, noise was observed. Patient was asymptomatic. Programming changes were recommended, but were not made at this time.

Event description:
New information received notes that the lead was capped and replaced.